Event description:
A customer contacted beckman coulter regarding intemittent problems with their potassium (k) results generated by the synchron lx20pro instrument. As per customer, the k results were 2 to 3 mmol/l low or critical low. The customer did not provide the actual k results. The customer indicated that "in some cases, the k results were re-tested and reports were changed." In addition, the customer informed a field service engineer (fse) on 10/06/05 that they have had a recent event where about 6 k results were reported by the instrument as critical low. The customer indicated that the patient samples were run on another instrument in their lab and recovered normally. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): acccording to the fse notes from 10/06/05, after low results were obtained for k, the tech reran qc which was out of range low. The tech recalibrated the instrument and reran qc which was normal. On the next morning, another tech investigated the problem and observed an extremely dirty upper portion to the flow cell. A bleaching was performed and then the operation continued normally. As per customer, in the past the bleaching procedure was performed on a monthly basis; however, it was discontinued. Based on available information, the problems with k occurred when the bleaching procedure was stopped. As per the fse, the maintenance was not performed on this instrument a day before of the sudden shift in k results. The customer was advised by beckman coutler to enhance their ise maintenance. A pre-analytical sample handling issue was discussed with the customer.